Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Connection issues were noted relative to the subject pacemaker. Reportedly during the replacement of the subject pacemaker due to normal battery depletion, after taking out the device from the pocket , it was attempted to unscrew the atrial set screw; however, the physician felt no transmission of torque along with rotation of the screwdriver. After the physician had rotated the screwdriver unusually many times, the atrial screw was detached from the pacemaker header while being stuck to the tip of the screwdriver. The atrial lead was then disconnected from the atrial port. Then, using a different screwdriver, the physician attempted to unscrew the ventricular set-screw. As experienced with the atrial set-screw, the physician felt no transmission of torque along with rotation of the screwdriver. This time, the ventricular set-screw did not seem to be unscrewed at all although the screwdriver was rotated a significant number of times. The silicone cover of the pacemaker header was removed, but the state of the ventricular set-screw could not be visually checked. The ventricular set-screw was still unable to be rotated. The physician inserted another different screwdriver into the ventricular set-screw and tilted the screwdriver for checking purposes, but there was no feeling that the tip of the screwdriver caught the set-screw. The pacemaker header was destroyed using a surgical tool from the proximal side to have direct access to the connector pin of the ventricular lead. The connector pin of the ventricular lead was strongly pushed from the proximal end, which enabled the ventricular lead to be disconnected from the ventricular port. After the existing atrial and ventricular leads were connected to the new pacemaker with satisfactory lead measurements (the leads did not appear to be damaged), the replacement procedure was completed. The atrial set-screw and the three screwdrivers were disposed at the hospital and only the pacemaker was returned for analysis. Preliminary review of the device history records showed no irregularity relative to the subject device.

Event description:
Connection issues were noted relative to the subject pacemaker. Reportedly during the replacement of the subject pacemaker due to normal battery depletion, after taking out the device from the pocket , it was attempted to unscrew the atrial setscrew; however, the physician felt no transmission of torque along with rotation of the screwdriver. After the physician had rotated the screwdriver unusually many times, the atrial screw was detached from the pacemaker header while being stuck to the tip of the screwdriver. The atrial lead was then disconnected from the atrial port. Then, using a different screwdriver, the physician attempted to unscrew the ventricular set-screw. As experienced with the atrial set-screw, the physician felt no transmission of torque along with rotation of the screwdriver. This time, the ventricular set-screw did not seem to be unscrewed at all although the screwdriver was rotated a significant number of times. The silicone cover of the pacemaker header was removed, but the state of the ventricular set-screw could not be visually checked. The ventricular set-screw was still unable to be rotated. The physician inserted another different screwdriver into the ventricular set-screw and tilted the screwdriver for checking purposes, but there was no feeling that the tip of the screwdriver caught the set-screw. The pacemaker header was destroyed using a surgical tool from the proximal side to have direct access to the connector pin of the ventricular lead. The connector pin of the ventricular lead was strongly pushed from the proximal end, which enabled the ventricular lead to be disconnected from the ventricular port. After the existing atrial and ventricular leads were connected to the new pacemaker with satisfactory lead measurements (the leads did not appear to be damaged), the replacement procedure was completed. The atrial set-screw and the three screwdrivers were disposed at the hospital and only the pacemaker was returned for analysis. Preliminary review of the device history records showed no irregularity relative to the subject device.

Manufacturer narrative:
Preliminary analysis showed tha the device was returned without a part of the header. The rear bracket was absent and the header was partially detached in the backside of the device. The atrial set-screw was missing from the connector block. The ventricular screw was locked in the connection block and it could not be unscrewed due hexagonal cavity totally damaged. The connection system is correctly working in the atrial port. In the ventricular port the connection could not be performed because the screw is locked in the connection block. The electrical characteristics were found out of specification due to implant life of the device (about 9 years).

Manufacturer narrative:
Please refer to attached analysis report.

Event description:
Connection issues were noted relative to the subject pacemaker. Reportedly during the replacement of the subject pacemaker due to normal battery depletion, after taking out the device from the pocket , it was attempted to unscrew the atrial setscrew; however, the physician felt no transmission of torque along with rotation of the screwdriver. After the physician had rotated the screwdriver unusually many times, the atrial screw was detached from the pacemaker header while being stuck to the tip of the screwdriver. The atrial lead was then disconnected from the atrial port. Then, using a different screwdriver, the physician attempted to unscrew the ventricular set-screw. As experienced with the atrial set-screw, the physician felt no transmission of torque along with rotation of the screwdriver. This time, the ventricular set-screw did not seem to be unscrewed at all although the screwdriver was rotated a significant number of times. The silicone cover of the pacemaker header was removed, but the state of the ventricular set-screw could not be visually checked. The ventricular set-screw was still unable to be rotated. The physician inserted another different screwdriver into the ventricular set-screw and tilted the screwdriver for checking purposes, but there was no feeling that the tip of the screwdriver caught the set-screw. The pacemaker header was destroyed using a surgical tool from the proximal side to have direct access to the connector pin of the ventricular lead. The connector pin of the ventricular lead was strongly pushed from the proximal end, which enabled the ventricular lead to be disconnected from the ventricular port. After the existing atrial and ventricular leads were connected to the new pacemaker with satisfactory lead measurements (the leads did not appear to be damaged), the replacement procedure was completed. The atrial set-screw and the three screwdrivers were disposed at the hospital and only the pacemaker was returned for analysis. Preliminary review of the device history records showed no irregularity relative to the subject device.